Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in excellent condition. A review of the event history log showed evidence of the reported "pump motor drive off post." The customer reported product problem was replicated upon power up. The product problem was attributed to a depleted battery from normal use. The battery was over 6 years old. The following components were replaced as a preventative measure: plunger cable, worm coupling, worm gear, wavy washer, motor mount and delrin. The pump was then cleaned, greased and calibrated. The pump subsequently passed all functional testing.

Event description:
It was reported that the pump had a bad battery. There was no patient involvement.